Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, when they're articulated on tissue the device is consistently firing very slowly. On one incident the reload, which they did not keep, did not complete the firing. One handle would fire at a normal speed and then they would use this handle and it would always fire slow. They would then use the next handle on the same tissue thickness and it would fire fast. To correct the condition they used a different handle. The staple line was incomplete on one fire. It was fixed using a clip applier to stop the bleeding. The current patient status is fine.